Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was returned in one piece. The fiber measured approximately 315.9 cm from the top of the connector to the break. Exposed glass portion of the distal tip measured approximately 3 mm and appeared degraded from normal used. Fibers are consumable and meant to degrade. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. The fiber was functionally tested on a laser console. The fiber was attached to the laser console and the "attach fiber" message extinguished, indicating that the fiber was recognized by the console. The aiming beam exiting the tip was slightly dim and distorted, likely as a result of the noted degradation. Laser energy was passed through the fiber and the transmission efficiency was measured to be approximately 20%. It is likely that this poor efficiency was a result of the condition of the tip as degraded. The connector was inspected and was not noted as hot, there were no issues found with the sma connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation on august 12, 2019 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit was a p120 lumenis laser console. According to the complainant, during the procedure, the laser fiber would not transmit energy. The connector was noted to be hot. Reportedly, there was no burn injury to the user. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.